Manufacturer narrative:
H3: the apollo micro catheter was returned for analysis. A 1ml syringe was found attached to the apollo catheter hub, with ~9.5ml of onyx was still within the syringe barrel. The syringe was removed from the apollo catheter hub, and onyx was found within the apollo catheter hub. The apollo catheter body was found ruptured ~4.5cm from the distal end. No bends or kinks were found with the apollo catheter body. The apollo tip was found detached from the catheter, and the detached tip was not returned. The apollo micro catheter total length was measured to be ~170.8cm, the usable length was measured to be ~164.5cm, and the distal floppy segment was measured to be ~24.8cm. It could not be determined if the apollo useable or distal floppy segment lengths met specification as the tip was found to be detached. The ldpe coupling tube overlap length was measured to be 1.9mm, which is within specification (specification: 1.0mm - 2.5mm). Onyx residue was found with the ldpe overlap region. Based on the device analysis and reported information, the customer¿s ¿catheter rupture¿ report was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, the cause for the rupture could not be determined. Regarding the detachment of the distal tip, as an issue was not reported by the customer the cause could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The results of the catheter burst testing and tip detachment tensile value were reviewed for any anomalies; the data was within the expected and established specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo catheter ruptured. The patient was undergoing surgery for treatment of a brain arteriovenous malformation with onyx. It was reported that the physician stated that apollo catheter ruptured in the middle of onyx injection and he had to use solitaire mechanical thrombectomy device to pull material down and restore blood flow. The patient experienced weakness in leg later that night and appears to have had a small intracerebellar stroke. Compacted onyx ball had become relaxed and dislodged and was subsequentially removed after the patient presented with symptoms. The rupture was intact and occurred in the distal end.

Event description:
Additional information received indicating a small hole was found 6cm from the tip.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.